Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Title: transcatheter aortic valve-in-valve treatment of degenerative stentless supra-annular freedom solo valves: a single centre experience citation: catheterization and cardiovascular interventions (2016) (doi: doi: 10.1002/ccd.26623) authors: james cockburn, md, mrcp, maureen dooley, mrcp, jessica parker, bsc, andrew hill, md, frca, nevil hutchinson, md, frca, adam de belder, md, frcp, uday trivedi, md, frcs, and david hildick-smith, md, frcp first date of publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding valve-in-valve procedures after the implant of a sorin freedom solo bioprosthetic valve. All data were collected from a single center between 2012 and 2015. The study population included 6 patients (3 male and 3 female; mean age 78.2 years), 3 of which were implanted with an evolutr 23mm transcatheter bioprosthetic aortic valve (serial numbers not provided). Adverse events included two incidents of permanent pacemaker implants on post-operative day three and were due to left bundle branch block (lbbb) and a first degree heart block. No other adverse patient effects were reported.

Event description:
Additional information from the author/physician stated that the corevalve evolutr did not cause or contribute to the observed adverse events.

Manufacturer narrative:
Correcting aware date for supplemental MDR 2025587-2016-01271-001 from 2016.08.08 to 2016.09.08.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.